Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. During the visual inspection, the instrument was found to have a broken grip that is completely detached from its base. The broken grip tip piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had rusted tips. There was no report of patient involvement or patient injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the complaint was noted during central processing/cleaning of the instrument. There was no report of fragments falling from the device while used within a patient. Patient information was provided (age, weight, bmi, height, race).